Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No further information provided.

Event description:
Related manufacturer reference number: 2938836-2019-02717. It was reported that a procedure was performed on the device, atrial lead and ventricular lead. Patient had developed persistent enterococcal sepsis due to possible vegetation on the atrial lead. A swab was placed into the pocked and the swab was sent for culture along with the tips for both leads. The device and leads were explanted. There were no complications.